Event description:
The hosp reported that the t.w. Power supply was working intermittently, they have not identified the source of the problem, whether it is actually the power supply or the hemopro2 adaptor.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).